Manufacturer narrative:
The investigation for the reported limb ischemia and ventricular tachycardia has been completed. No product was returned. The cause of the limb ischemia issue was most likely due to patient condition related with high dosage of epinephrine or norepinephrine. The cause of the ventricular tachycardia issue was due to patient condition related with heart wall damage pre-existing condition through indication of thrombosis observed on left ventricle. The instructions for use states the following: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 38yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient had right arm pain and numbness. They also had ventricular tachycardia that was treated with amiodarone infusion. The patient was eventually weaned off all inotropes with plans to withdraw care.